Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose was 41 mg/dl and sensor glucose was 145 mg/dl at the time of the incident and the other instance, the blood glucose was 81 mg/dl and the sensor glucose value was 170 mg/dl something. Patient has treated with food. Patient has been experiencing low blood glucose for unknown. Customer experienced symptoms such as shaking, sweating, anxiety, mental confusion, belligerence. The insulin pump will not be returned for analysis.